Event description:
It was reported that a patient underwent a breast reduction procedure on an unknown date and suture was used. The patient developed a full blown rash affecting her right breast, left breast and abdomen, more on the left side. The patient was evaluated on (B)(6) 2012 and was treated with flucloxacillin antibiotics and piriton with some improvement. The surgeon removed half of the stitches on unknown date. The surgeon reported delayed healing.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: monocryl plus antibacterial sutures coated vicryl plus antibacterial (polyglactin 910). (B)(4).